Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the physician was unable to fix the right ventricular lead during the implant procedure. After several unsuccessful attempts, the procedure was completed using a replacement lead. The patient was stable.

Manufacturer narrative:
The reported event of unable to fixate lead was not verified. As received, complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.